Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded atrial tachycardia (at) episodes, which cause the device to mode switch and go from tracking the at to pace at the lower rate limit of the device (50 beats per minute (bpm)). The patient is very symptomatic to the slower rates at 50 bpm. The device was reprogrammed and the base rate was increased to 60 bpm. Technical services (ts) advised to turn off the atrial flutter response (afr) to help prevent sudden changes in rate. In addition, some noise on the right ventricular (rv) lead was seen. The crt-p remains in service. No adverse patient effects were reported.